Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration signals were low compared to the roche quality control laboratory. The quality control recovery was good and a reagent issue is unlikely. The analyzer maintenance was up to date and the last performance check was within specifications. An analysis of the alarm trace showed "sample lld noise" alarms around the time of the event. There were no clots, fibrin, or bubbles on the sample prior to testing. It was noted the customer was not following the tube manufacturer's centrifugation recommendations.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) for one patient on their e411 analyzer. The patient's initial hcgb result was 7.57 miu/ml accompanied by a data flag. The customer stated "ran preg of 7.57 fri night because it was equivocal and rerun came out at >10000". The sample was repeated and the result 10000 miu/ml accompanied by a data flag. The sample was then diluted 1:100 and the result was 9804 miu/ml accompanied by a data flag. The sample was repeated a third time without dilution and the result was 9888 miu/ml accompanied by a data flag. The correct result of 9888 miu/ml was reported outside the laboratory. The patient was not adversely affected. The hcgb reagent lot number and expiration date were requested but not provided.